Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 250-400 mg/dl. Reportedly, the pump supplies were changed to address the issue.